Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: ni. Hospital: [name]. Original description received from [complaint source]: "5 stuck a4e02 sind geplatzt, ein stuck ist nach entnahme aus der verpackung bereits am ballon defekt, da ballon perforiert keine lot, da keine verpackung mehr vorhanden!!" English translation: "5 pieces of a4e02 have burst, one piece is already defective on the balloon after being removed from the packaging because the balloon is perforated no lot as there is no packaging left!!" Description from [quality control engineer]. "5 pieces of a4e02 have burst, one piece is defective on the balloon after being removed from the packaging, because the balloon is perforated. No lot because there is no packaging left." Product will not be returned as the device has been discarded in the hospital. The lot number is unknown. [Quality control engineer] provided a lot trace that includes the a4e02 catheter lot numbers that have been sent to this facility. Additional information received via phone on 19feb2020 from [quality control engineer] (entered by [applied medical representative]): it is currently unknown if this complaint refers to one device or multiple. Complaint was noticed during pre-check. Additional information received via email on 04mar2020 from [quality control engineer] (entered by [applied medical representative]): "here it was the case that the balloon was already defective when unpacking and 'pre-use check'. It concerned the one applied, 4f, 80 cm. Balloon did not unfold due to hole; that was once! They then simply took another one and it worked, they were able to successfully complete the operation." "Only one was found to be defective during pre-use check." Additional information received via phone on 05mar2020 from [quality control engineer] (entered by [applied medical representative]): phone meeting between [quality control engineer] and members of the regulatory affairs team at applied medical. During this meeting this complaint was briefly discussed and [quality control engineer] confirmed that his understanding was that this complaint referred to one device. Additional information received via phone on 26mar2020 from [quality control engineer] (entered by [applied medical representative]): during discussion of this complaint, [quality control engineer] confirmed that this complaint only concerns one unit that was discovered to be defective during the pre-check. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: ni. Hospital: [name]. Original description received from lemaitre: "5 stuck a4e02 sind geplatzt, ein stuck ist nach entnahme aus der verpackung bereits am ballon defekt, da ballon perforiert keine lot, da keine verpackung mehr vorhanden!!". English translation: "5 pieces of a4e02 have burst, one piece is already defective on the balloon after being removed from the packaging because the balloon is perforated no lot as there is no packaging left !!". Description from [name], lemaitre. "5 pieces of a4e02 have burst, one piece is defective on the balloon after being removed from the packaging, because the balloon is perforated. No lot because there is no packaging left." Product will not be returned as the device has been discarded in the hospital. The lot number is unknown. [Name] provided a lemaitre lot trace that includes the a4e02 catheter lot numbers that have been sent to this facility. Additional information received via phone on 19feb2020 from [name], lemaitre. It is currently unknown if this complaint refers to one device or multiple. Complaint was noticed during pre-check. Intervention: ni. Patient status: no patient injury indicated.